Event description:
Information was received that a smiths medical cadd ms3 infusion pump lost the programing; customer forgot to change the batteries. No adverse effects reported.

Manufacturer narrative:
Additional information: b3.